Event description:
Reportedly, there was an adhesive like unknown material found on the transducer cable connector and it was unable to be used. Not pt complications were reported.

Manufacturer narrative:
Device not returned.